Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that over 2 months after the dental implant was placed in ada site 14, the implant had not yet osseointegrated. Clinician noted the bone loss of the anterior sinus wall and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that over 2 months after the dental implant was placed in ada site 14, the implant had not yet osseointegrated. Clinician noted the bone loss of the anterior sinus wall and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.